Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible under delivery anomaly and high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer¿s current blood glucose level was 157 mg/dl. Troubleshooting for under delivery was performed. Customer advised their healthcare provider removed the insulin pump which resulted in lower blood glucose levels. Customer performed the displacement test and passed.